Event description:
During a balloon angioplasty of the right superficial femoral artery when a post-angioplasty arteriogram was attempted through the balloon catheter, contrast exuded from a tear in the catheter shaft up by the proximal left common iliac artery. The balloon catheter was able to be withdrawn only partially over the guidewire. The balloon would not advance back around the aortic bifurcation and the shaft eventually separated from the balloon causing a free fragment of the balloon which remained over the guidewire. The balloon catheter fragment was successfully retrieved via catheterization of the right iliac artery.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.